Event description:
The sales rep reported that while resecting a fibroid using a vrs, there was a fluid deficit of 300cc 15-20 minutes into the procedure. At 30 minutes into the procedure there was a 4000cc fluid deficit. The sales rep left the room while the patient was stabilized. The surgeon was using saline. The surgeon reported that the patient had an abnormal uterus with a second cavity behind the fundus where the surgeon feels the fluid was being absorbed. The fibroid was about 2-3 cm and was completely removed from the patient. There were no further consequence to the patient.